Manufacturer narrative:
The investigation is ongoing.

Event description:
The initial reporter received questionable elecsys ft3 iii and elecsys ft4 iii results for one patient sample with the cobas e 411 immunoassay analyzer serial number (B)(4). The customer reported the ft3 results to a physician who asked for re-measurement of the samples. The samples were sent for an investigation and were tested on a cobas e411 immunoassay analyzer, an abbott architect, and a siemens centaur. The investigation site e411 module serial number was (B)(4). The ft3 reagent used at the investigation site on the e411 was lot number 547180 with an expiration date of 31-aug-2022. Refer to the attachment on the medwatch for all patient data. This medwatch is for ft3. Refer to the medwatch with patient identifier (B)(6) for the ft4 assay.

Manufacturer narrative:
Based on the data provided, a general reagent issue can be excluded. Assays from different vendors can generate different values. This relates to the overall setups of the assays, the antibodies used and differences in reference materials/methods, and the standardization methodology used. The investigation did not identify a product problem.